Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 4092-52 lead, implanted (B)(6) 2003. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was exhibiting high thresholds, intermittent capture and undersensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.